Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported bruise, hyperglycemia, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 545 mg/dl. The customer treated with ems/ambulance/ER visit, manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay and raised the basal 0.75 and .9 and 1.2. The event involved product(s) mmt-397a, mmt-1715kl, mmt-326a. Troubleshooting was performed and customer reported bruise, hyperglycemia. Customer was using the insulin pump system within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1715kl. No product return is required for mmt-326a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: scratched case. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 08:19:10.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2024 09:56:40.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.1 bolusamountdelivered = 6.1 (B)(6) 2024 10:12:52.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2 bolusamountdelivered = 2 (B)(6) 2024 10:50:10.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2024 11:33:28.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2024 12:47:44.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2024 15:51:40.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 10 please see below for the daily total of all insulin delivered on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 79.4 dailytotalofbasalinsulindelivered = 28.8 dailytotalofbolusinsulindelivered = 50.6 there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. No current code/category not confirmed. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.